Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5150338, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5150538, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.